Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted december 5, 2017. The sample was sent back to the supplier for further evaluation. The manufacturer was able to confirm that the valve had undergone 100% inspection for leaks at the time it was manufactured and passed. The returned valve was functionally tested and based on test results, the valve functioned as intended. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded sample photographs were received. The valve was sent with tubing still attached to both the inlet and outlet ends of the valve. The tubing appeared to be pushed past the second barbs on both ends of the valve. There were no observed cracks, chips, or deformation noted on the red valve cap. The cap appeared to be assembled correctly on the valve. Additionally, the exterior body of the valve displayed no signs of damage. A duckbill was noted as being present within the valve and facing the proper flow direction as indicated on the valve. The coc for the valve was reviewed and the product was deemed conforming. There were no issues noted during the production run. The device history record (DHR) was reviewed and there were no issues found. The sample has been sent to the supplier for further analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
Our customer reported that the triple action vacuum relief valve leaked during a pediatric cardiopulmonary bypass surgery, resulting in a blood loss of 5 cc's. The product was not changed out and the surgery was completed successfully.